Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and critical pump error . The customer¿s blood glucose level was the customer reported that they had critical pump error. Customer reports they were unable to clear the alarm. The customer stated that the buttons were not responding. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error alarm due to the force sensor flex cable incompletely plugged in. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests due to the critical pump error alarm. Device has a crack on the battery tube. The s/n label located between the belt clip rails is illegible.